Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual inspection of the returned set showed the pin had been pulled out of place. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's husband reported that he found the patient had disconnected herself from the cycler to use the restroom during fill 1. Before re-connecting the patient he noticed that the pin on the second trigger looked separated. He went ahead and connected the patient and resumed treatment. Immediately, he noticed fluid was coming out of the blue pin area and leaked out of the tubing. He closed the clamps and disconnected the patient. He assisted the patient in completing her treatment manually. The set was retained and was made available for evaluation. During follow up the patient's pd nurse reported that her effluent remained clear. She did not have any signs of infection. She received one dose of antibiotic vancomycin prophylactically. No adverse event reported at this time.